Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to detect. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the drawer was not detected. A field service engineer confirmed that the customer was able to recover the cubie pocket. No additional information was received regarding how the issue was resolved.